Event description:
A report was received that the patient's lead was fractured. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 (B)(4) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik site fracture locations. Sc-4318 (ln: 21017485) device evaluation indicated that one of the eyelets was torn, and there was no missing silicone material.

Event description:
A report was received that the patients lead was fractured. The patients underwent a lead replacement procedure and was doing well postoperatively.